Event description:
The luer lock injection site cause off of the gripper plus tubing. Both pts experienced minimum blood loss. The increased unit of injection due to lack of a blood closed system.

Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval. Add'l info from u/f report # (B)(4): brand name: gripper plus, common device name: non - coring infusaport needle.